Manufacturer narrative:
The sample was returned to argon for evaluation. A follow-up report will be provided once the investigation has been completed.

Event description:
A line leaking at hub within 24h after placement.

Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.